Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite functional and visual examination was performed by a manufacturer representative. The issue was related to a connection between the switch and the system computer. The issue was resolved after those parts were replaced. The system passed a system checkout and was returned to an operational condition.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the 2d functioned but then froze when attempting to take a 3d expose. They tried switching the system on and off without any resolution. There was no patient present.

Manufacturer narrative:
The motion control board was returned to the manufacturer. Functional testing found that the component had no issues and performed within specifications. If information is provided in the future, a supplemental report will be issued.